Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting and customer reports display did not returned after insulin pump restart. Customer states the display was not blank less than 30 seconds. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. No blank display anomalies noted. However, device received with corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch.